Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device was broken/damaged. No patient involvement.